Event description:
As reported by the edwards lifesciences affiliate in germany, a patient underwent an evoque procedure in tricuspid position where during the procedure, there was challenging imaging due to shadowing caused by the right ventricle (rv) lead and bio aortic valve replacement. After release and resheath of the capsule, there was interaction with the rv lead causing temporary ventricular tachycardia that required rescue pads.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a 52mm evoque procedure in tricuspid position. During the procedure there was challenging imaging due to shadowing caused by right ventricle (rv) lead and bioprosthetic aortic valve replacement. After valve release, there was good valve placement and no abnormalities regarding positioning. There was no resistance retracting the capsule, but during resheath of capsule there was an interaction with the rv lead causing a slow ventricular tachycardia. Patient was cardioverted once with rescue pads, then the delivery system was removed without resistance into the ivc, and the arrhythmia ended. No further intervention was needed, and the patient had no additional complications. As per medical opinion, the root cause of the event was a mechanical stimulus of the septal ventricular wall during ds removal.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for valve interacts with previously implanted device(s) was confirmed with other empirical evidence. No manufacturing non-conformities were found. Available information suggests that potential root cause may be mechanical stimulus of the septal ventricular wall during delivery system (ds) removal. However, no imaging was provided, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.